Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a low drain volume (ldv) alarm that appeared on the homechoice (hc) display during initial drain. During follow up it was discovered that the home patient (hp) was not using a new drain line extension. The technical service representative (tsr) explained that she should use a new one every night. The hc unit was operational. There was patient involvement, but no patient injury or medical intervention was indicated at the time of the initial report. Product surveillance contacted the home patient (hp) on (B)(6) 2011 regarding the reported issue. The hp stated that she has been doing fine and has changed out the drain line. The hp stated that there has been no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint is confirmed due to the use error described by the home patient. The drain line extension was reused after previous therapy sessions. The assignable cause is undetermined. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.